Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in spain, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. After final release, the valve dropped anteriorly and septally by more than 10 mm. Moderate anteroseptal paravalvular leak (pvl) was observed. The patient was discharged with mild transvalvular tricuspid regurgitation (tr), mild pvl in the anterior-septal location and moderate tr. No actions were taken or planned. The valve remains stable and regular CT imaging checks will be performed. At the beginning of the procedure, the trajectory and position appeared good in the anterior-posterior (ap). By the end of the procedure, however, the trajectory and position became lateral. Device maneuverability was limited after the anchors reached the 90 degrees position, preventing further adjustment toward an optimal septal position. Leaflet capture was confirmed on each anchor during anchor spin. Leaflet pinning was observed, and it was not possible to reposition the device to obtain a better grasp of the septal leaflet or to advance the valve further toward the septal side. At the end of the ventricular expansion phase, the septal anchors were approximately 10 mm away from the hinge points of the annulus. The valve expanded as expected. Volume optimization was considered appropriate for the case. Following an internal imaging review, it is confirmed the evoque valve embolized into ventricle during deployment. The majority of anchors are visually > 10 mm below the native annulus. There is qualitatively moderate septal/anteroseptal pvl with bidirectional flow. The transvalvular tr is qualitatively moderate. The root cause for valve embolizes into ventricle identified from imaging is procedure related: suboptimal depth and position, lack of septal leaflet capture.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. The reported event for malposition - valve embolizes into ventricle was confirmed with objective evidence via imaging evaluation. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Malposition events such as embolization may be caused by a variety of factors such as device to native anatomy sizing (perimeter-derived diameter), use factors and procedural factors. From the internal imaging review, at the point of anchors flipped atrial the anchors can be seen getting deeper anterior / septal. By atrial expansion, the anchors were low and there is evidence of lack of septal leaflet capture, as well as missing the 3 o'clock anchor adjacent to the as commissure. During initial release, the valve shifts ventricular on the anterior and septal aspects and rocking motion is observed. Once the delivery system was removed and imaging was assessed again, the valve appeared positioned very low and most anchors appeared greater than 10 mm below the native annulus, which is consistent with valve embolization. Since there are no confirmed product or labeling/IFU/training material non-conformance's affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.